Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.

Event description:
It was reported to boston scientific that a resolution 360 clip was used during a colonoscopy on (B)(6) 2025. During the procedure, clips were being placed prophylactically post-polypectomy. Three times the technician attempted to deploy the clip, but on all three occasions, the clips would not release from the catheter even after the 'snap' and 'crackle' were heard. Upon opening their hand, the clip would not detach. The physician ended up pulling each of the clips off while still attached to the catheters. After the third clip, a new box of the same device from a different lot number was opened, and clips were successfully placed. The procedure was completed using another resolution 360 clip. There were no further patient complications reported as a result of this event.